Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation the healthcare professional observed that the iol optic edge was cut necessitating explantation of the lens from the eye. The device was retained and returned to rayner for evaluation. Product inspection and testing was completed on 10th november 2023. The injector was returned dehydrated in the blister tray. Labels and IFU were included. Preliminary inspection of the returned injector showed that the movable flaps were partly open, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the nozzle. Lens was returned in a vial of saline in two pieces which suggests it was explanted. I did observe the missing piece in the optic. To facilitate further inspection of the returned product, the injector was disassembled. The injector parts were inspected under 10x magnification no damage to the injector. To facilitate further testing of the injector, the injector was re-assembled. 1x rayone hydrophilic rao600c +21.0 d from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. While product inspection confirmed the event as reported, from the testing performed we were not able to replicate the event as reported. Product testing performed confirms that the device performs as intended. No fault of the rayner injector was found. The observation of the flaps being partly open could be a factor of chuck missing from optic during injection. Our review of production records for the rayone emv rao200e batch 043214523 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 043214523.

Event description:
On 26th october 2023, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation the iol optic edge was observed to be chipped/broken.